Manufacturer narrative:
Added outcomes attributed to adverse event and date of death. Updated type of reportable event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Rlt231416j/14128183 = (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. No difficulty or abnormality were observed during the procedure. The patient tolerated the procedure. One hour after the procedure on the same day, the patient suddenly went into cardiac arrest. Echocardiography revealed an aortic dissection from the ascending to the descending aorta, proximal to the devices. CT angiography identified a possible entry tear at the tortuous descending aorta and retrograde flow from the tear into the false lumen. The physician suspected that it was retrograde type a aortic dissection caused by the damage on the intima of the tortuous descending aorta by a stiff guide wire. Later on (B)(6) 2016, the patient emergently underwent ascending aorta replacement surgery with a surgical graft of unknown manufacturer. The devices were not explanted. The patient tolerated the surgery. On (B)(6) 2016, images identified that the aortic dissection not only extended retrogradely, but also distally to the abdominal aorta, and that the proximal neck of the gore® excluder® aaa endoprosthesis had compression due to pressure from the false lumen. The patient was being monitored. On (B)(6) 2016, the patient became suddenly ill, and it was found that the patient's lower extremities became ischemic. On the same day the patient underwent axillo-bifemoral bypass surgery to restore blood flow. Post-operatively the patient did not recover. On (B)(6) 2016, the patient expired due to multiple organ failure. No autopsy was performed per the family¿s will.